Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, during the first firing on the stomach, the device did not fire to the end the staple line was incomplete distally. It stopped about 3mm before the end of the firing, leaving 2 rows of staples unformed. The doctor cuts the staples with scissors and moved on to the next firing. There was no patient injury.